Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: two products were returned from the customer; one opened/used cannula, and one cannula remaining in the package. Visual inspection of the unused device shows that it was assembled according to print with the suture flange installed. The used product was returned in an opened peel pouch. This unit did not have a suture flange installed, nor was there any indication of solvent bond residue at the distal tip. The device history record was reviewed, which shows no abnormalities in the manufacturing of any products from this lot. The lot passed all in-process production and quality assurance testing. The product has been returned to the supplier for further eval. Conclusion: reduced performance of the device occurred and is related to the event. Additional surgical intervention required to preclude permanent impairment. The pt remains in stable condition. No adverse pt outcomes reported.

Event description:
Medtronic received info that when this cannula was removed from the packaging, it was noted that an incorrect cannula model had been packaged. Specifically, a flanged long tip aortic root cannula was expected, but the product that was rec'd did not have the flanged tip. The surgeon elected to use the product. When the cannula was inserted into the aorta, the introducer needle made a small hole on the back of the pt's aorta which required repair. The repair took approx 10 minutes. The pt is reported to be in good condition.